Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited right ventricular (rv) pacing impedance measurements of greater than 3000 ohms, and noise and oversensing on the rv rate/sense channel with no pacing inhibition. Patient isometrics were performed which reproduced the oversensing and high impedance measurements. A surgical revision was performed. During the procedure, the lead/device connection was checked several times which did not reveal any abnormalities. No additional adverse patient effects were reported. The device remains in service with a new lead.